Event description:
Additional information was received from the patient (pt). Pt called back stating that they're trying to pull up their ins battery to see what its doing but couldn't get the new handheld device to do anything. Patient services (pss) understood pt was describing no imd [16]: no device found screen displaying when they touched the battery icons to open batteries [49]. Pss requested pt connect recharging antenna (rtm). After connection, pt provided current battery levels: ptm 100%; ins 70%. Pt noted the ptm level dropped to 40% then back up to 100%. Pss decided to walk pt through resetting the ptm by removing the li battery pack (bp); pss also had pt inspect battery compartment and battery pack (nothing unusual or visible damage was detected). Ptm continued to not communicate with ins w/o rtm connected. Pt called back stating that they received the replacement controller and that they needed assistance with pairing the controller to the ins. Pss walked the pt through pairing the replacement controller to the ins successfully. Pt noted that the rechargers were hard to plug into the controllers when they were new. Pt said that the only thing wrong with the other one (old controller) was when they finished charging, the controller wouldn't let them see the screens anymore. The patient later responded that the issues with not being able to charge the implant and heating recharger had been resolved with the replacement recharger.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). Product type: product ID 97745, serial# (B)(6). Product type: programmer patient. Product ID 97755, serial# (B)(6). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they couldn't recharge their implanted neurostimulator (ins) and the recharger was hot to the touch since a couple days ago. Pt added that they saw the batteries low, replace the controller batteries message since yesterday when recharging the ins. Patient services specialist (pss) helped the patient inspect the recharger antenna cord, recharger plug, and controller port, but no visible damage was detected. Patient attempted to recharge their ins, but they couldn't advance past the "connect the recharger" even with the recharger plugged into the controller. Pss had the pt plug the recharger back into the controller, but the issue persisted. The issue was not resolved. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Brand name intellis; product ID 97755; product type: 0213-recharger, sn (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.